Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that bradycardia and pause events that were untrue due to undersensing were observed on the implantable cardiac monitor. Programming changes were made to increase the maximum sensitivity, adjust the dynamic range and threshold start to prevent further undersensing. The device remained implanted and monitored. The patient was stable.